Manufacturer narrative:
Device manufacture date: monitor. Battery pack 2005. Battery charger 2006. Electrode belt 2006. Modem 2005. Device evaluation summary: device evaluations of monitor, battery pack, battery charger, electrode belt, and modem have been completed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Battery, battery charger, monitor. Modem, and electrode belt were found to be fully functional. They were released back into stock. No adverse event resulted from the faulty battery pack. The pt received a replacement system.

Event description:
A lifecor pt service representative (psr) contacted a lifecor sales representative to replace a male pt's monitor. The pt was having trouble getting batteries into the monitor. A lifecor sales representative replaced the entire system because the pt felt that the system was working incorrectly.